Event description:
It was reported the device would be explanted 4 days later due to a device failure. It was not reported which component of the system would be explanted. The reporter did not know when the device failure occurred. No additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v858764, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).